Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection, the sbc was unable to confirm the reported issue, since the item was not returned to olympus. It was reported that this single-use electrode was reprocessed and used several times. The customer¿s behavior represents an interference with the safety of the device and may cause infections. The reported issues are most likely attributable to wrong handling by the customer. The customer reprocessed and used this single-use electrode repeatedly. As a result, the loop at the distal end of the electrode may wear out during use and may break, burn or melt. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that on aug 22nd, during preparation before use, it was found that the middle part of the distal end was broken. After the failure happened, they discarded it. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.